Manufacturer narrative:
H3, h6: the cori console p/n rob10024 (B)(6) used for treatment was returned. A relationship between the reported event and the device was not established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. A console test was performed and the test passed. The reported problem was not confirmed. The console passed the performance verification without any connection or system errors. An entire case was run through without any issues. The console functions as expected. The log files provided were not associated with the case. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. Although the reported problem was not confirmed, no reasonable contributing factors could be identified based on the received complaint information and investigation results. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities.

Event description:
It was reported that during a cori tka procedure, when going to put in the case information, they received a critical error message, the system shut down and a blue man popped up on the console. They re-booted the cori system and the case was fine. There were no delays and no other complications were reported.